Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the "average tortuous" left radial artery. An unspecified guide wire crossed the lesion and the 5.0 x 40mm sterling balloon was inflated. On the 2nd inflation, the balloon ruptured. The pressure of the inflations were not specified. The balloon catheter was removed intact. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint trending review for the product family will be conducted. If there is any further relevent info from that review, a supplemental medwatch will be filed.